Manufacturer narrative:
Follow-up #1: date of submission 07/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2014 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump exercised for 24 hours at 1 unit/hour and correctly reflected 24 units at the end of testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Several advanced boluses were performed successfully from the pump and the pump recorded the boluses appropriately. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 18.1 mmol/l with nausea and generally not feeling well. The pump was reviewed related to the blood glucose levels and the reporter indicated that the bolus totals did not match in the history. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported bolus total issue was not resolved with troubleshooting.